Event description:
Following an atrial fibrillation ablation procedure conducted on (B)(6) 2021, on (B)(6) 2021, the patient was noted to have a hematoma at the puncture site. A duplex sonography was conducted and an arteriovenous fistula was noted that was not hemodynamically relevant. No intervention was conducted. No abbott device was alleged to have caused the injury. For vascular access, a short cordis sheath was used. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).